Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported contaminate was observed in two (2) large volume folfusors. The "transparent liquid" was noted on the "inner wall of the diffuser" (not further specified). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to f10/h6: medical device problem codes: replace with a1801. Two (2) actual devices were received for evaluation. A visual inspection noted traces of silicone oil located on the interior wall of the device housing. The reported condition was verified; however the product met specifications. Silicone oil on the interior wall of the cover is an expected product characteristic. Normal manufacturing process requires silicone oil to be applied by a validated amount to the exterior of the elastomeric bladder to prevent potential rupture from cover contact. A small amount of silicone oil from the bladder may have dripped onto the interior wall of the cover during manufacturing. This condition is cosmetic and has no impact on the function or safety of the product; this event is unlikely to cause a death or serious injury. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.